Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representatives. It was reported that the patient had proper coverage in all of their targeted areas, but they were having breakthrough pain when sitting. Reprogramming was attempted. It was reported that the improper coverage was due to breakthrough pain and that the stimulation works otherwise. The patient was going to consider doing a pain pump trial. It was reported that the patient was scheduled for a lead revision. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient moved a certain way he will feel simulation go down his legs. The patient stated the device is implanted for back pain and not for legs. The patient said his healthcare provider (hcp) told him to turn down stimulation at night. The patient said he has tried turning stimulation down from 2.7 to 2.0 at night. It didn¿t help the patient to turn down stimulation because it was still not in the correct location. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient tried programming and different settings. The patient said he can't feel anything in his back. The patient said there was no shock, but his back still hurts. No further complications were reported.

Manufacturer narrative:
Product event summary #investigation summary - it was reported that the stimulation goes down the patient's leg when they move a certain way and stimulation should be in the patient's back. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient hcp was contacted to investigate the root cause of the issue. The patient said they tried programming and different settings. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The root cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2018 crts (B)(4) x2 (con): information was received from a manufacturer representative (rep) regarding a patient with an imp lantable neurostimulator (ins) for spinal pain. It was reported that when the patient moved a certain way he will feel simulation go down his legs. The patient stated the device is implanted for back pain and not for legs. The patient said his healthcare provider (hcp) told him to turn down stimulation at night. The patient said he has tried turning stimulation down from 2.7 to 2.0 at night. It didn¿t help the patient to turn down stimulation because it was still not in the correct location. No further complications were reported. (B)(6)2018 crts (B)(4) update, patltr (rep, con): additional information was received from the patient. It was reported that the patient tried programming and different settings. The patient said he can't feel anything in his back. The patient said there was no shock, but his back still hurts. No further complications were reported. (B)(6)2018 mpxr (B)(4) (con, rep): additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient had improper pain coverage. There were no factors that could have led to the issue. The rep reported that the patient had been reprogrammed several times previously. The rep reported that no actions/interventions were taken on the day of the report. The issue wasn¿t resolved. It was noted that surgical intervention did occur. No further complications were reported.